Manufacturer narrative:
(B) (4).

Event description:
Medtronic employee reports changes to device programming due to environmental issues. Pt came into the hospital with his device turned off and an additional negative electrode was added. Device was turned back on and reset. Then he had a new lowrad digital format x-ray for another medical condition and device was found to be turned off and rate had changed from 60 to 30. The physician surmises that the wireless capability is what is changing the settings in this instances.